Event description:
It was reported that post-operatively after a pulsed field ablation procedure, hematomas were observed at the groin and neck access sites, and there was a lot of bleeding from the puncture sites. The patient also reported feeling nauseous due to sputum. The patient's condition was stable immediately after the procedure, and the patient left the operating room as usual. The case was completed with pulsed field ablation. Cardiac arrest occurred during the night following the ablation procedure. Percutaneous cardiopulmonary support (pcps) was urgently inserted, and the patient was currently being kept alive. It was noted that the cardiac arrest was induced by hyperkalemia. It was noted that the hyperkalemia was thought to be partially influenced by hemolysis, possibly caused by usage of the pulseselect catheter. The patient was weaned off the pcps and it was later reported that the patient passed away.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.